Manufacturer narrative:
Reporting institution name: (B)(6).

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the battery did not work and the equipment turned off quickly. The fse evaluated the device onsite and determined that the battery was defective and needed replacement. However, the customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december-2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was aware of the end of life terms and the device remains at the customer site. Based on the information available and testing conducted, the reported problem was determined to be caused by a defective battery. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device is end of life and the replacement parts are no longer available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.